Event description:
It was reported that customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 1.6 mmol/l. Customers blood glucose reading at the time of call was 7.5 mmol/l. Customer was treated with food for low blood glucose event. It was unknown whether customer used auto mode. Troubleshooting was not performed, customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.